Event description:
A facility reported a patient having an infection after using instruments for cataract surgery. It was reported that the instruments were disinfected in cidex opa and the instruments were not sterilized. No further information is available and additional information has been requested.